Manufacturer narrative:
The navio handpiece intended for use in treatment, had issues with retracting and had high t1 max torque value, prior to a procedure. The impact on the case was inconvenience and there was an equipment swap to complete the case. The device was not being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece to fail characterization and have retraction issues. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that the handpiece did not retract the bur back far enough to put the probe on. It was attempted to do this through the system, but the handpiece did not retract. The assembly was checked and it still did not work. The clamshell was opened and it was tried to manually turn gears, but they did not turn. Another tray was opened to get a new handpiece, which worked for the entire case. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.